Event description:
Delayed onset nodules from filters injected by dr (B)(6) with (B)(6). Face extremely disfigured going on week 3. Dr is out of country all month and won't tell me when he plans on returning. Went to ER, derm spec, etc., through my dr office. Steroids not helping. No one will help me. Desperate. I asked for all medical records but he only provided last two with vague details. I have a timeline to submit. He said he used various juvederm in my face. No box.